Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
Endologix became aware of a possible type 3b endoleak with pain on (B)(6) 2018 as reported by physician (B)(6) at (B)(6) hospital center. The date of event is (B)(6) 2018 based on when the patient visited the emergency room due to belly pain, and an angiogram was completed on said date which showed a possible 3b endoleak. The patient was originally implanted with an afx bifurcated stent graft, infrarenal aortic extension, and a limb extension on (B)(6) 2012 by physician (B)(6) at (B)(6) hospital center. During re-intervention, the patient was relined by implanting an afx2 bifurcated stent graft and vela suprarenal on (B)(6) 2018 by the reporting physician. The patient did well during and post procedure. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
An clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging surrounding the reported event. Requests were made on 06/13/2018 and denied. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. Add method code 4117. Add conclusion code 4315.